Event description:
Inaccurate result(s). False-positive/false-negative. The user reported that they initially tested positive twice for covid using flowflex plus tests on december 12th. Then, they tested with a flowflex plus test on january 1st and the result was positive for covid. The same day, they tested with a binaxnow test and the result was negative for covid. Then, later that same afternoon, they tested again with a flowflex plus test and the result was negative. They confirmed that they did not get tested at a healthcare facility at any time. The tests were all purchased from (B)(6).

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090002 were reviewed and no abnormal issue were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4090002 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
Inaccurate result(s). False-positive/false-negative. The user reported that they initially tested positive twice for covid using flowflex plus tests on (B)(6). Then, they tested with a flowflex plus test on (B)(6) and the result was positive for covid. The same day, they tested with a binaxnow test and the result was negative for covid. Then, later that same afternoon, they tested again with a flowflex plus test and the result was negative. They confirmed that they did not get tested at a healthcare facility at any time. The tests were all purchased from sam's club.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.